Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the middle part of left anterior descending artery. A 2.50mm x 38mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. Upon withdrawal, the stent strut was found lifted. The procedure was completed with another of the same device. No patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 38 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the 1st distal stent strut row was noted to be lifted from their crimped position. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. Stent damage most likely occurred during advancing attempts. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the middle part of left anterior descending artery. A 2.50mm x 38mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. Upon withdrawal, the stent strut was found lifted. The procedure was completed with another of the same device. No patient complications reported and the patient's status was stable.